Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix exceeded specification the number of turns to extend and retract. The helix would not extend due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the right ventricular (rv) lead. The physician wanted to relocate the lead within the ventricle, but was not able to fully retract the helix. After removing the lead from the vein, a visual inspection confirmed the problem. The helix did not fully retract and also did not fully extend. The rv lead was not used. No patient complications have been reported as a result of this event.